Event description:
The patient reported charging and communication problems between the implant and the external equipment. A boston scientific representative performed device evaluation. The problem was confirmed. Explant surgery has been recommended.